Event description:
It was reported that the customer's insulin pump had moisture visible behind the screen of the insulin pump after taking a bath. The customer's blood glucose was 179 mg/dl. The customer stated that the insulin pump had previously fallen in the bath on another occasion. The customer stated that the screen was fogged. Troubleshooting was done. The customer confirmed that there was fluid under the lcd display. The customer stated the insulin pump was not dropped. Advised customer to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. The customer later received a failed battery test alarm and an unexpected restart alarm. The customer declined troubleshooting for the failed battery test alarm. Assisted customer with clear the unexpected restart alarm. Nothing further reported.

Manufacturer narrative:
A cracked reservoir tube lip, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection. The insulin pump had a blank display due to moisture damage on the electronic assembly. No battery alarms or reset alarms were noted due to the blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.